Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A customer reported that the plunger rod was sticking on a bd insulin syringe 0.3ml 29ga x 1/2 in during use. No report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6179857 investigation summary: customer returned (15) loose 3/10cc, 12.7mm syringes. Customer states that the plunger rod is sticking. All returned syringes were tested and all plungers were exercised with no observed defects. All samples were also able to draw and expel properly without any observed defects. As per manufacturing, there were zero (0) defects or notifications noted for any related defects during the production of these batches. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.